Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent surgery for genital prolapse in 2005. In 2006, purulent leucorrhea was observed. A vaginal irrigation was carried out and ointment was applied. In 2007, mesh extrusion was confirmed since there was a rough feeling in the vagina, and an antibiotic was prescribed. Surgery to retrieve the extruded mesh is planned.